Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint, and completed the device evaluation. Failure analysis (fa) investigations confirmed, the customer reported complaint. The clip applier instrument was found with one grip tip bent. The damage was found near the base of the clip groove causing a .071 offset at the tips. As a result, the clip could not be properly loaded onto the grips. Additionally, failure analysis further confirmed, that the instrument failed grip-clip test. And concluded the issue is related to the reported complaint.

Event description:
It was reported, that during central processing. The 8mm large hem-o-lok clip applier instrument was found to have been broken. The customer did not have any additional details. There was no patient involvement.